Manufacturer narrative:
Pt identifier not provided by the hospital. The system was evaluated at the site. The reported device malfunction was thought to be due to the software version. The instrument was not tested for accuracy. The site downgraded to a previous software version and the issue was resolved.

Event description:
A medtronic representative reported that in the software, the cad model of the driver on the orange navlock was moving inferior/superior significantly due to tracker rotation while the driver was being used in the pedicle. She said the navlock was perpendicular to the divot when it was verified, and it was otherwise tracking accurately when it was fully facing the camera. There was no impact on pt outcome.